Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 6 pm for a blood glucose level of 580 mg/dl and diabetic ketoacidosis. The customer stated he attempted to treat himself with his insulin pump, then with a manual injection. He used slow acting insulin instead of fast acting with the manul injection by mistake. The customer expressed the following symptoms of high blood glucose levels: dehydration and vomiting. The customer was treated with an insulin drip and a fluid drip. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer was advised to discuss his high blood glucose levels with his health care provider. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.